Event description:
It was reported that the stimulation intensity changed all the time even while the patient was lying still. This started a couple weeks prior to the report. The change in stimulation was felt in the area of paraesthesia. This did not happen at any specific time of day and did not happen around any particular equipment. There were no falls, surgery or accidents. At times, when the patient turned stimulation on, it came on too strong and would hurt. The patient was advised to seek evaluation of the system. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# j0527455v, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).